Manufacturer narrative:
The end user did not provide lot traceability for the safari2 guidewire. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. As noted in the complaint narrative, "patient had a pre-existing left bundle branch block. The site anticipated this event and had already pre planned to implant a permanent pacemaker at the conclusion of the valve implant procedure." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that pre-existing patient conditions impacted on the event as reported. Should additional information be provided or product be returned for analysis a follow-up medwatch report will be filed.

Event description:
As reported by the distributor: event description: per gfe response, it was reported that: once the guidewire was across the annulus and into left ventricle the patient developed complete heart block. Temporary transvenous pacing was initiated. Discharged home in good condition. Patient had a pre-existing left bundle branch block. The site anticipated this event and had already pre planned to implant a permanent pacemaker at the conclusion of the valve implant procedure. Balloon valvuloplasty was performed with a 22 mm true dilatation balloon.